Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices associated with this event: heartware ventricular assist system ¿ battery model: 1650de / expiration date: 30apr2016 / serial number: (B)(4)/ returned: 07nov2017, mfg date: 30apr2015, (B)(4). Heartware ventricular assist system ¿ battery, model 1650de / expiration date: 30jun2017 / serial number: (B)(4) / returned: 07nov2017, mfg date: 30jun2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were blinking red while on the battery charger. The batteries were exchanged. No patient complications have been reported as a result of this event. Preliminary analysis of the returned devices revealed that two of the batteries had broken core pack wires and that the third battery had an open thermal cut-off.

Manufacturer narrative:
Conclusion: it was reported that the batteries were blinking red while on the battery charger. Preliminary analysis of the returned devices revealed that two of the batteries had broken core pack wires and that the third battery had an open thermal cut-off. Three batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing records confirmed that (B)(4) met all requirements for release. Failure analysis of (B)(4) and (B)(4) revealed that the devices had a tear on the output cable and damage to internal wires in the cable assembly. The damage that was observed affected the functionality of the devices due to an intermittent connection; the batteries were not able to charge or provide power as expected. Failure analysis of (B)(4) revealed that the device passed visual examination. Functional testing revealed that the battery was unable to provide power or charge. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. However, it was observed that the temperature was still within the nominal range, this is indicative of a faulty component. As a result, the reported events were confirmed. The most likely root cause of the reported event can be attributed to two batteries with an intermittent connection due to wear on the strain relief, which likely contributed to the fraying or breaking of the cable wire and a battery with a faulty component. Other devices associated with this event: model 1650de / serial number (B)(4) evaluated by manufacturer: yes, method code(s):10, 23, 38, result code(s):180, conclusion code(s):77, model 1650de / serial number (B)(4) evaluated by manufacturer: yes, method code(s):10, 23, 38, 3317, result code(s):122, conclusion code(s): 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.